Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 0001825034-2019-05471.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown articular surface, unknown femoral component. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it is still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-05037, 0001822565-2019-05038.

Event description:
Patient reported he underwent a left tka. Subsequently, patient stated he began experiencing pain and soreness approximately 1 and 1/2 years later. After therapy, the pain increased along with swelling and stiffness.